Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels, and the paramedics were called. The customer was transported, but not admitted to the hospital. The reported blood glucose reading was 46 mg/dl. Nothing further was reported.